Manufacturer narrative:
The customer did not return the device for evaluation. The contour test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that at 8:15 a.m., she obtained blood glucose readings of 24 mg/dl and 115 mg/dl on the contour meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.